Event description:
It was reported that a malfunction alarm occurred. Customer¿s blood glucose level was 20 mmol/l. The customer managed the condition with a correction bolus via the pump, and technical support guided the customer to reset the pump, which resolved the issue. Thereafter, the customer was advised to monitor for any recurring malfunctions and report back if necessary.